Manufacturer narrative:
Date of event:, correct data: - the initial reported inadvertently listed the wrong year for the event date, it should have been 2011. Date of this report:, correct data: - the initial reported inadvertently listed the wrong year for the date of the report, it should have been 2011. Date received by manufacturer (mo/day/yr):, correct data: - the initial reported inadvertently listed the wrong year for the date of the report, it should have been 2011.

Event description:
It was initially reported that the patient's lead was extruding from his incision site due to the patient manipulating and picking at the incision site. The patient had their lead explanted. The previous year the patient had their generator explanted due to extrusion caused by the patient picking at the incision site. The report of the extruding generator was reported in MDR 1644487-2011-00088.

Event description:
It was reported that the patient is going back to surgery for additional lead removal. No additional relevant information has been received.